Event description:
It was reported that the patient had a near-syncopal episode and fall, resulting in a head laceration and a small but stable subarachnoid hemorrhage that was confirmed via computed tomography (CT) imaging. The cause of the event was believed to be due to medication/orthostasis. No abnormalities were identified during a bedside ventricular assist device (vad) interrogation and no cardiac arrhythmias were noted on the implantable cardioverter-defibrillator (ICD) interrogation. The patient was evaluated by the neurology department and their anticoagulation regimen was held for one week. There was no need for additional neurology follow-up. The patient was stable, discharged home. The patient was later seen in an outpatient clinic and had no neurological deficits from this event. The patient¿s anticoagulation was resumed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding cannot be conclusively determined. The controller event log file contained events spanning from 07mar2023 at 22:10:58 to 16mar2023 at 07:46:13, per the timestamp. The pump appeared to have been operating as intended at the set speed. There was no need for additional neurology follow-up. The patient was stable, discharged home. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.